Event description:
It was reported that during a remote follow up, high defibrillation impedance was noted on the right ventricular (rv) lead. Abbott technical support was contacted; however, no intervention has been performed at this time. The patient is in stable condition and will continue to be monitored.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the high defibrillation impedance event was sensed by the device.